Event description:
It was reported that on (B)(6) 2011: patient presented with chief complaint of low back pain with right lower extremity radicular pain. Patient has had chiropractic care and epidural steroid injections in the past. Review of system reveals that patient has decreased sensation in the right distribution of s1. Physical examination: neurological: patient has decreased range of motion secondary to leg pain. Gait, he is slow with ambulation, slight limp secondary to pain. Patient has decreased ankle reflex on the right lower extremity. Patient was admitted to hospital. Patient presented with pre-operative diagnosis of right l5-s1 herniated disk causing lumbosacral radiculopathy and underwent following procedures: right l5-s1 laminotomy, medial facetectomy, foraminotomy and microdiskectomy for decompression of exiting nerve root. Patient tolerated the procedure well and there were no complications. Patient underwent intraoperative radiograph (lumbar spine) for localization due to history of lumbar laminectomy. Findings: single lateral intraoperative radiograph of the lumbar spine demonstrates radiopaque markers in the posterior paraspinal soft tissues at the l5-s1 disk space levels. There are degenerative changes. Patient with status post laminotomy underwent x-ray of lumbar spine. Findings: five views of lumbar spine are submitted. There are 5 lumbar type vertebrae. There are minimal post-operative changes on the right at the lamina, consistent with recent partial laminectomy/laminotomy. Alignment appears anatomic. Surgical clips are noticed within the anterior pelvis. Multilevel minimal disk and facet degenerative changes are noted. A tube is noted on the frontal image. This is not visualized on the lateral images due to technique but is likely located in the posterior soft tissues. (B)(6) 2011: patient was discharged. (B)(6) 2012: patient presented with chief complaint of low back pain with lower extremity radiculopathy and difficulty with ambulating secondary to pain. Radiological films and lumbar spine shows a recurrent herniated disc at l5-s1 with foraminal stenosis, collapsed disk space. Neurological physical examination reveals patient is positive for paraspinal muscle spasms, straight leg raise test. Patient was admitted to hospital. Patient presented with preoperative diagnosis of recurrent herniated disk at l5-s1, lumbar radiculopathy, foraminal stenosis with collapsed disk space at l5-s1 and underwent following procedures 1) arthodesis, combined posterior lateral technique with posterior interbody technique including laminectomy and diskectomy sufficient to prepare the interspace,l5-s1. 2) posterior non-segmental instrumentation using dual rod technique 3) transpedicular approach, with decompression of the cauda equina, and the exiting nerve root, including transfacet approach on the right side through the former laminotomy defect.4)microsurgical dissection using intraoperative microscope for illumination and magnification and decompression of the exiting nerve roots. 5) application of biomechanical intervertebral spacer to the interspace at the l5-s1 using peek. Per op notes "...serial dilation tubes were used to further dissect so as to place a retractor into the posterior lateral aspect of the facet allowing direct visualization of the l4-5 and l5-s1 facets and the transverse process of l5,as well as the ala of s1.next using the guide wire technique it was then inserted into the pedicle on the left side at l5 and then subsequently at s1 on the right side. Over the guide-wire which was advanced under radiographic imaging of the c-arm fluoroscopy, the jamshidi needle was then replaced with a k-wire. Over the k-wire and in direct line the transpedicular route was chosen at the l5 and s1 bilaterally and tapped as well as place the transpedicular instrumentation. It was provisionally tightened with the dual rod technique to be loosened later on so that distraction can occur. Once this was accomplished, the microscope was then brought into use with the self-retaining retractors. High speed drill was used to perform the transfacet and transpedicular approach to the disk space. There was a former laminotomy defect which was tear. The thecal sac was not breached. Furthermore through the transforaminal and transfacet, the superior as well as the inferior facet at the l5-s1 were removed using combination of kerrison ronguer and high speed drill. Diskectomy was carried out using a 15 blade, as well as pituitary rongeur. Once the diskectomy was completed, then the endplates were then prepared for arthrodesis, posterior inter-body technique. A biomechanical intervertebral spacer was then placed after trial sizes of serial dilation as well as shavers were used to create a restoration on the disk height, in addition to stability of the spinal construct. A biomechanical intervertebral spacer was peek filled with graft and bmp. The posterior lateral arthrodesis was then accomplished after inserting the biomechanical intervertebral spacer. The instrumentation was then locked down to the appropriate torque tightness. The wounds were irrigated and closed in multiple layers using absorbable sutures and staples." No patient complications. (B)(6) 2012: patient underwent CT of lumbar spine without contrast. Impression: anterior and posterior l5-s1 fusion in good position. (B)(6) 2012: patient was discharged. (B)(6) 2013: patient presented with chief complaint of back pain. Patient is having difficulty with bending over. He has been doing pt, ball exercising and had trigger point injections that gave him only very mild relief. His new x-ray and MRI show fractured instrumentation. His symptoms have been intermittently or progressively worsening. Symptoms are low back and down the right side of the right leg. Severity of symptoms is moderate exacerbated with activity associating with aching sensation and alleviating factors include some help by trigger point injections and moderately limit his activities. Review of system reveals patient has peptic ulcer disease and he complains of back and leg pain, paresthesias, radicular pain. MRI of lumbar spine showed that he has mild adjacent level spondylosis, however without any significant nerve compression. Patient was admitted. Patient presented with preoperative diagnosis of posterior hardware failure and underwent removal of posterior spinal instrumentation with fracture failure hardware. Patient underwent intraoperative lumbar spine radiographic examination. Per op notes ".....cerebellar retractors were used and blunt finger dissection was then used to dissect down toward the top of the posterior instrumentation. Set screws were then exposed. Using the removal of instrumentation, the set screws were removed at the l5 and s1 level on both sides. The rod was also removed, which was connecting the l4, the l5 and s1 level. Then there is a new instrumentation after the removal of l5 transpedicular screws on each side. This was done. Then, the right side l5 screw was removed using the by aligning in the screw head to the screw driver and the backing it out without any difficulty. Localizing x-ray during this was done to ensure the cranial caudal extent of the incision. The left s1 screw was retrieved using the screwdriver locking into the polyaxial screw head and backing it out. It was known that the s1 was the fractured transpedicular screw and only the dorsal portion was removed. It appears that the remainder of the left s1 screw was buried in the bone of the s1 and after using bovie cautery to clear away the surrounding soft tissue. The bone surrounding this was then locally identified and tip of the fractured fragments now be visualized. Thus,at this time, the wound was then irrigated. No complications were noted." Single intraoperative localization film demonstrates a surgical instrument projecting overlying the spinal canal at l5-s1.a bone fusion device is seen overlying the l5-s1 disc space. Patient underwent radiographic examination of lumbar spine due to hardware failure. Impression: there are pedicle screws projecting at l5 and s1. One of the s1 screws appears broken. The numbering assumes that l5-s1 is the lowest functional disc level. There is a disc spacer in place at l5-s1 disc. As per pathology consultation report, following material was received in plastic container labeled "spinal instrumentation": 2(5cm in length x 0.6 cm in diameter) metallic rods; 4(0.6 cm in length and 0.8 cm in diameter) silver gray metallic screws; 2( 6 cm in length x 1.5 cm in diameter)pedicle screws; 1(3 cm in length x 1.5 cm in dia)proximal portion of pedicle screw. There is no associated soft tissue. (B)(6) 2013: patient underwent CT of lumbar spine due to hardware removal. Findings: 1)there are 5 non-rib bearing lumbar vertebrae. Bilateral pedicle screw and vertical rod internal fixation devices has been removed since the last examination except for an approximately 2.5 cm segment of pedicle screw remaining on the left at s1.there are skin staples projected para-sagittally bilaterally at l4-5 over the patient's back. There is graft remaining in the disk space at l5-s1 with three radiopaque markers relating to the graft material. The inter-body fusion is not mature in appearance. 2) there is no other significant abnormality in the spine and no other change in the appearance of the spine since the last study. 3) surgical clips are noted in the right lower quadrant. There is a surgical clip also in the pelvis inferiorly just to the right of midline. Patient was discharged.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date the patient's lower back was implanted with a brace device/apparatus to provide support and relieve the constant pain, issues with neck, back and lower spine and disability that the patient experienced prior to the surgery. Thereafter, and prior to (B)(6), 2013, numerous tests were conducted on the patient. It was reported that on (B)(6), 2013,the patient underwent surgery for the removal of the brace device/apparatus implanted earlier. Reportedly, during the surgery complications were incurred as the apparatus was being removed. One of the titanium screws that had been used to install the apparatus into the patient's spine , broke off at the spine, and the surgery was completed leaving a portion of the screw implanted in the patient's spine. Post-op, allegedly, the patient's back and spine did not heal and his symptoms, pain and disabilities, have continued and have become substantially worse.